Event description:
It was reported that the patient experienced inflatable penile prosthesis (ipp) reservoir migration out of the space of retzius. A surgical procedure was performed in which the reservoir was replaced. It was indicated that the previous component remained implanted. There were no signs of infection and no further patient complications were reported.